Event description:
It was reported that when the patient presented for a routine device change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.